Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a worn video connector latch and broken video connector pins; no image was present due to a printed circuit board failure. The bottom chassis was noted corroded. Software version 3.01 was found installed. The reported problem of a broken door in the front and detached was confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the "door in the front" was broken and detached. Upon inspection and testing of the returned device, the video connector socket was noted broken and could not be connected and no image was present due to a printed circuit board failure. This report is submitted due to the broken video connector socket and no image present, both identified during in-house service of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely there was no image due to a faulty printed circuit board. It is likely the bent pins of the video connector are due to the following: ·chipped pins or foreign object around them were hooked on to the socket in the scope video connector when connecting to the connector socket. ·hooked video connector was inserted further, pins on the video connector socket were pushed and bent. Olympus will continue to monitor field performance for this device.